Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited an anomaly where the device detected erroneous parameters programmed into the device and failed to send transmissions. No intervention was performed. There were no patient consequences.